Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 39 mg/dl at the time of incident and treated with juice and eating something. Customer¿s current blood glucose level was 88 mg/dl. It was also reported that the sensor was securely taped but it had blood. Customer declined trouble shooting for hypoglycemia. The insulin pump will not be returned for analysis.